Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a fluidics priming failure on his ih-1000 instrument, followed by a burning smell. He was unable to run the ih-1000 on one side due to fluidics problems. Nobody was harmed by this incident. One of our field service engineers investigated the affected side of the instrument and discovered traces of fluid leakage. The pump motor was burnt out. The field service engineer replaced the faulty motor and checked hte tubing to make sure that everything was properly connected. Post service verification was performed in order to validate the instrument was functioning within manufacturer specifications. After replacing both pump motors on the sides of the instrument, theinstrument was able to successfully initialize. Post service verification was performed and the instrument has been validated to be in working condition. No incidents have been reported by customers since. The error was most likely caused by fluid leaking directly onto the motor and caused it to short circuit; this resulted in the reported burning smell. However we do not believe there is potential for customers to get harmed.